Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and caused no delay to the surgery. It was reported that after registration, the system autonomously logged out. The system was rebooted, and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product, serial number and related fields updated to proper value. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.